Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient had a slight rupture which its hooked in on t8 t9 and it was noticed in 2016 but did not understand why it got overlooked (unrelated). Patient has an x-ray done a week ago that was showing a rupture on the t8 t9 area going to the right hand side, so patient's electrodes are shifted a little bit. Patient was redirected to their hcp. No further complications were reported.